Event description:
It was reported that the tip of the driver broke in three pieces upon breaking off the crosslink set screw. The pieces were retrieved. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination confirmed that the diver was broken. Microscopic inspection showed a fairly brittle fracture with typical river marks starting from the initiating fracture site. A blackened area coincides with the initiation site. A review of the device history records did not identify any applicable nonconformance to specification.